Event description:
Pediatric patient was hospitalized due to premature delivery. On december 17th, ommaya capsule implantation for drainage. Reporter states that drainage effect was not optimal, which implies the presence of an obstruction rendering the drainage not possible. The reservoir reportedly "collapsed" which can further indicate drainage attempts while obstruction occured.. The reporter states that further surgery that can present health complications.